Event description:
As reported, upon testing a flexor raabe guiding sheath prior to use, the silicone disc was dislodged. Heparinized saline was flushed through the valve and a "large amount" of saline leaked. A new sheath was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: d4, h6 annex a summary of event: as reported, upon testing a flexor raabe guiding sheath prior to use, the silicone disc was dislodged. Heparinized saline was flushed through the valve and a "large amount" of saline leaked. A new sheath was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection was conducted as well. The complaint device was returned to cook for investigation. The silicone disc was found to be pushed into the hub. The hub was disassembled, and the silicone disc appeared to be warped but the slits were correctly perpendicular. A document-based investigation evaluation was performed. A review of the device history record found one relevant nonconformance for ¿flare inadequate¿ on 3 total devices. All nonconformances were scrapped prior to release. A database search revealed no other complaints have been reported for the device lot. Therefore, cook determined that no nonconforming devices exists in house or out in the field. Cook investigated all lots manufactured by the same personnel during the same week as the complaint lot and found no relevant nonconformances. A database search for all final lots from inspected devices revealed no additional complaints for this failure mode have been reported from the field. Cook also reviewed the device instructions for use (IFU). The customer followed all relevant instructions in the IFU related to this failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured out of specification. There is no evidence of non-conforming devices in-house or in the field. Although one relevant non-conformance was noted, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded manufacturing deficiency contributed to this incident. Cook manufacturing quality engineering was contacted and felt the cause of the failure most likely happened during the silicone process. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.